Event description:
Per the clinic, the patient experienced pain and dizziness. The patient underwent a tissue surgery on (B)(6) 2015. During the procedure the implant was found to be damaged resulting in the decision to explant the device. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed october 22, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.